Manufacturer narrative:
The lead will be returned. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead was performed. The entire lead body was returned with no setscrew marks and a bend at approximately 20 centimeters from terminal pin, which laboratory technicians concluded to be due to handling damage. The helix was inspected, and physically had no damage. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. During the helix mechanism test, the helix was not able to extend, most likely due to dried blood in the mechanism. No additional testing was performed. Laboratory analysis could not confirm the allegation of high impedance measurements due to microperforation, and the resistance test showed conductive paths are within specification.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead displayed pacing impedances greater than 2000 ohms. All other lead measurements were reported stable. The lead was removed and replaced with another lead in the same apex position. During the replacement procedure, it was noted the high impedances may be due to a perforation at the apex site. The replacement procedure with the new lead was successful on the septal wall. An echocardiogram was negative for perforation, however physician did not rule out a microperforation.